Event description:
Healthcare professional reported 'currently implants deformed, breast shape not correct' and 'breast deformity on breast examination with abnormal shape.' Device has been explanted and replaced with a non - allergan device. Healthcare professional later reported that during surgery implant turned out to be ruptured. This record relates to the right side.

Manufacturer narrative:
Cont. H.6: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:based on the device analysis grid, the assessments of the complaint are: visibility/palpability: unable to confirm as it is a medical event not related to the device. Additional observations: observed in the same edge two openings striated assessed as to surgical damage. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ visibility/palpability: unable to confirm as it is a medical event not related to the device. ¿ rupture: observed in the same edge two openings striated assessed as to surgical damage. Additional observations: ¿ no other observations observed.

Event description:
Healthcare professional reported 'currently implants deformed, breast shape not correct' and 'breast deformity on breast examination with abnormal shape.' Device has been explanted and replaced with a non - allergan device. Healthcare professional later reported that during surgery implant turned out to be ruptured. This record relates to the right side.